Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded and not available for return to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization procedure, the coil unintentionally detached inside the microcatheter. The physician was able to remove the catheter with the coil inside without issue. Case completed successfully and there was no report of harm or injury to the patient.